Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device was not yet at elective replacement indicator.

Event description:
It was reported that the device longevity was less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The device longevity calculation equals 85%. The battery depletion curve equals 98%. The project longevity at rrt equals 88%. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Products: 6947 implantable tachy lead 2008 (B)(6); 4193 implantable pacing lead 2006 (B)(6). (B)(4).